Event description:
It was reported that upon opening of the package of the micro-introducer on december 19, the customer noted abrupt diminution with the guide wire around 2-6cm away from the tip. A new mst kit was used instead.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0444 showed no other similar product complaint(s) from this lot number.